Event description:
It was reported that the device "blanked out and erased all the stored information" and that electromagnetic interference was suspected for the power on reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. The por severity is low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with the event.